Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device analysis: the device did not return; therefore, product analysis could not be performed. Based on the investigation the reported allegation of tachycardia was unable to be confirmed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the farawave device confirmed that the event of tachycardia is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported allegation of tachycardia is considered a known inherent risk for the farawave catheter device, as it is an expected procedural complication addressed within the IFU for the device. There were no allegations of a device deficiency contributing to the reported adverse event.

Event description:
It was reported that a patient experienced symptomatic tachyarrhythmia. It was reported that during an index ablation procedure occurred on (B)(6) 2025, a farawave 2.0 nav catheter was selected for use. A few months post procedure, the patient experienced symptomatic tachyarrhythmia. Symptoms started on (B)(6) 2026. The patient sought medical attention and was hospitalized for further investigation. Medication was change/adjustment to resolve the symptoms, and patient was discharged from the hospital on (B)(6) 2026. Device is not expected to be returned; it was discarded post procedure as no device issues were noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that a patient experienced symptomatic tachyarrhythmia. It was reported that during an index ablation procedure occurred on (B)(6) 2025, a farawave 2.0 nav catheter was selected for use. A few months post procedure, the patient experienced symptomatic tachyarrhythmia. Symptoms started on (B)(6) 2026. The patient sought medical attention and was hospitalized for further investigation. Medication was change/adjustment to resolve the symptoms, and patient was discharged from the hospital on (B)(6) 2026. Device is not expected to be returned; it was discarded post procedure as no device issues were noted.